Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that since the controller exchange in (B)(6) 2016, the patient has experienced increased heat from the controller causing the patient anxiety. The controller temperature measured at 50-55c. Patient is not covering controller with blankets or any other items/actions to cause increased heat. The device was exchanged and a replacement was requested. There was no injury to the patient as a result of the issue.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. At the end of the test run, both controller surfaces (top and bottom) felt normal to touch. Internal analysis of the controller found that the q3 transistor is warming its surrounding area and had a thermal measurement of 83.5°c which was within its operating specifications of 150°c. However, this could explain why the device was perceived to be hot, but there was no failure of the device. The controller performed as expected. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.